Event description:
Customer reported via phone, the insulin pump had alarmed no delivery and button error. Troubleshooting for no delivery alarm was not possible due to customer was reporting a past event. Customer stated the device had alarmed four times during prime and his blood glucose was 134 mg/dl. Troubleshooting for button error was performed. Customer's blood glucose was 180 mg/dl. Customer does not recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer declined replacement device and returning the device for further analysis. Customer called back and agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.